Event description:
A report was received that the physician suspected an infection at the incision site. The patient's symptom included redness at the incision site. The patient was given an oral antibiotic (bactrim). During a follow up appointment, the physician reported that there was no signs of infection and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.